Event description:
In 2006, I had the contour thread lift done. I was told there would be little pain and that they could be removed if I wanted them too. Since I have had them done, I have had a bump that took a long time to smooth out on my left cheek. I have experienced pain in my face which feels like a brillo pad scrapping. I can no longer sleep on my face and if I lay too long on my back my back of my head hurts. I had 2 contour threads put in to help lift my jowl area. I can feel the threads in my face. I am always in pain. When I told my doctor about my pain and that I thought about removing them, he said I won't want to do this because of scarring. I feel everything about this product was misleading and I would have never done it if I knew. Also they said down time was very short. I had to cancel my dentist appointment because it hurt to open my mouth months later. These threads I believe are from MFR. I have contacted them in the beginning of oct and still waiting for a response. Diagnosis: lift jowl area.